Event description:
Abbott freestylelibre3 reader (B)(6) and sensor lot number: t60001948 read high almost all the time (20-40 points, sometimes as high as 80 points higher. Tested against onetouchverioiq blood strip testing device. Tests from the two devices tend to conform after long periods of inactivity, (end of night sleep). I did receive abbot notice about sensors with lot numbers: t60001948, t60001966, t60001969 which they posted read inaccurately high. My lot numbers tests typically much higher than my onetouchverioiq device. It may be worth investigating. I have adjusted my expectations with this lot so no emergency for me!